Manufacturer narrative:
Concomitant medical products: product ID 3389s-28, lot# va0t2ne, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3389s-40, lot# va18dj6, implanted: (B)(6) 2016, product type: lead. Product ID 3389s-28, lot# va0t2ne, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 3389s-40, lot# va18dj6, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported being in a case on 28-jul-2016. The left lead had migrated two centimeters from its initial target and she was not receiving efficacy. She also experienced a loss of effect on her left body and right brain on (B)(6) 2016. She was seen in clinic and the impedances were out of range, but she could not be successfully programmed around the impedance issues. On the day of the case, the impedances on the right implantable neurostimulator (ins) at 3.0 volts were 4,573 on case <(>&<)> 1, 5,330 on case <(>&<)> 2, 7,955 on case <(>&<)> 3, 17,755 on 0 <(>&<)> 3, 4,831 on 1 <(>&<)> 2, 7,000 on 1 <(>&<)> 3, 6,875 on 2 <(>&<)> 3, 1,123 on case <(>&<)> 0, 3 ,039 on 0 <(>&<)> 1, and 3,835 ohms on 0 <(>&<)> 2. An incision was made over the right extension and lead connector. There was obvious fracture at the distal end of the lead. The right ins was being twisted inside the pocket. The doctor believed the patient was manipulating the ins and causing the extension to migrate down and twist and break the lead. They could not even insert a stylet to run impedances using an external neurostimulator (ens). The right lead and extension were replaced and the impedances were within normal limits. The left lead and extension were also replaced. The impedances were greater than 40,000 ohms on contact 3. The ins was disconnected and the extension was wiped down, but the impedances still indicated an issue with contact 3. The connection between the lead and extension was opened and the lead was tested with an ens. Contact 3 was still greater than 40,000 even though the distal end of the lead looked fine at all contacts. The patient was not programmed using contact 3 and they could program around the impedance issue. The patient was able to tolerate the settings and was receiving efficacy. The patient¿s indication(s) for use were parkinson¿s dual and movement disorders. Refer to manufacturing report #3004209178-2016-16923 as the patient had two systems and each side had different issues.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the impedance issues remains unknown. It was also confirmed that the patient had a revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.